Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is acceptable; therefore, this event is not reportable. The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse paged twice within 5 minutes of one another but would not answer either phone number provided when they called right back. Had the operator transfer me and finally got caller on the line they stated that they resolved the issue. Asked them what prompted the call, and they stated there were issues with the flow rate. So, they filled the reservoir with 1000ml sterile water. Explained this likely overfilled device which can cause issues later in the therapy. Diagnostics showed reservoir level 5. Drained 500ml from right side drainage port and restarted therapy. Flow rate fr settled at 2.5lpm. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse paged twice within 5 minutes of one another but would not answer either phone number provided when they called right back. Had the operator transfer me and finally got caller on the line they stated that they resolved the issue. Asked them what prompted the call, and they stated there were issues with the flow rate. So, they filled the reservoir with 1000ml sterile water. Explained this likely overfilled device which can cause issues later in the therapy. Diagnostics showed reservoir level 5. Drained 500ml from right side drainage port and restarted therapy. Flow rate fr settled at 2.5lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse paged twice within 5 minutes of one another but would not answer either phone number provided when they called right back. Had the operator transfer me and finally got caller on the line they stated that they resolved the issue. Asked them what prompted the call, and they stated there were issues with the flow rate. So, they filled the reservoir with 1000ml sterile water. Explained this likely overfilled device which can cause issues later in the therapy. Diagnostics showed reservoir level 5. Drained 500ml from right side drainage port and restarted therapy. Flow rate fr settled at 2.5lpm.